Event description:
Related to MFR report #2183959-2011-00595. The pt had an ams elevate implanted on (B)(6) 2010. It was reported that the pt had vaginal erosion following this implant. The date of onset for the erosion was indicated to be (B)(6) 2011. It was stated that the erosion "has required intervention but the device was not removed."

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.